Event description:
It was revealed from modular cable investigation that there were low voltage advisory alarms on 06apr2026, and there were active no external power and low voltage hazard alarms consistent with loss of power on the mpu on 10apr2026.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.